Event description:
Lasik surgery performed at the vision ctr. Both eyes received lasik and astigmatic corrective surgery. Surgery left rptr with permanent aberrations in corneas resulting in permanent multiple vision and continuing dry eye. Viewing the recent release of the FDA gov website rptr noticed that their surgeon had laser confiscated. "At press time, us marshals, on behalf of FDA, had seized unapproved lasers from these site." With this evidence, rptr has reason to believe their eyes were damaged as a result of the laser used. Rptr has a file and statement with fairly complete records of office visits to each of the 3 surgeons.